Event description:
The device was returned to the manufacturer's service center and evaluated for an allegation of a ventilator service required alarm completed 20 august 2025 with the following findings: it was confirmed by operational check that the "ventilator service required" alarm sounded. The error code associated with the alarm indicates the internal or detachable li-ion battery is not charging due to a hardware fault for greater than, or equal to, 1 minute. This constitutes a serious failure because the system cannot charge the internal battery. The internal battery and the detachable battery were replaced to address this issue. Final testing was performed and confirmed the unit operated properly after repair. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.